Event description:
It was reported that: "dr. (B)(6), was trialing a 32 + 8 v40 femoral head and after trialing and removing the trial the skirt of the 32 head was broken off. He asked if I have ever seen that before and I responded with a no. While head trial was being washed the skirt went down the drain."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.